Event description:
Patient reported left side "rupture" confirmed by MRI, "aches", "pain", and a "pressure under arm, feels weird when turning sideways". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture confirmed by an MRI.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the radius side assessed as unidentified (tear) (shell thickness was within specification). ¿ pain : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side "rupture" confirmed by MRI, "aches", "pain", and a "pressure under arm, feels weird when turning sideways". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.